Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 3 reports: same failure. Different patients. Other mfg report numbers: 2648988-2022-00001. 2648988-2022-00003. A facility reported three occurrences of burns on infants greater than 28 weeks. The patients were not under phototherapy on extremities touched by biopatch. No other information has been provided.

Event description:
N/a.

Manufacturer narrative:
Additional information has been received from the affiliate stating in medwatch report (mw5106490): infant with upper arm PICC in place. Noted by nurse to have oozing at PICC site. Upon changing the dressing skin tear and burn noted at top of biopatch area. Dressing and biopatch removed and piv placed until new central access could be achieved.

Manufacturer narrative:
The biopatch was not returned for evaluation and lot number information has not been provided. Therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.